Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Attempts were performed to obtain additional information, but no response was received.¿ should additional relevant information become available, a supplemental report will be submitted.¿

Event description:
Olympus medical systems corp. (Omsc) received a literature titled " [case report] moderate splenic injury caused by colonoscopy" the most common adverse events (aes) caused by screening colonoscopy are bleeding and perforation, and pretreatment before colonoscopy can also cause ileus and electrolyte imbalance. While these adverse events are well known to most endoscopists, little is known about splenic injury (si) induced by colonoscopy. They report a 62-year-old man who suffered from strong epigastric pain a few hours after colonoscopy. He underwent follow-up colonoscopy in ambulatory practice. The colonoscopy was performed using a cf-hq290zi (olympus, tokyo, japan), and co2 was supplied for intestinal dilatation. The colonoscope was inserted without any external pressure maneuver. The endoscopist usually set the stiffness of the scope to maximum hardness during the procedure. It took approximately eight minutes to reach the cecum. One adenoma (5mm in diameter) was found in the sigmoid colon, and cold snare polypectomy was performed. No other significant findings were observed for the colon. The total time spent on the procedure was approximately 20 minutes. After the procedure he complained of epigastric pain immediately after colonoscopy. The abdomen was soft, but the doctor considered the abdominal pain to be due to a distended colon. After resting in the recovery room of the hospital for approximately 30 minutes, the pain was relieved, and the patient was discharged. A few hours later the patient experienced unbearable pain and he returned to the hospital. Upon examination, he underwent contrast enhanced CT and blood tests. Compared with CT performed one year earlier, imaging showed liquid retention under the left diaphragm, and blood test showed an elevated white blood cell count without anemia or elevated c-reactive protein (crp) levels. The patient was transferred to a hospital with a diagnosis of suspected colonic perforation and peritoneal hemorrhaging. At the new hospital, the findings on contrast CT were interpreted as splenic injury with subcapsular hematoma involving more than 50% of the surface area, without active bleeding. There was displacement of the splenic flexure (s/f) of the colon downward caudally due to the pressure of the splenic hematoma. Accumulation of fluid in the pelvis was also observed. This corresponded to grade iii (moderate) damage according to the american association for the surgery of trauma (aast imaging criteria (7). Abdominal contrast CT was performed again four hours later and there was no further changes from the earlier CT findings. Vital signs were stable and no apparent active bleeding was detected. The patient was admitted to the hospital with bed rest without any additional treatment or blood transfusion. The next day, the vital signs had stabilized; there was no sign of active bleeding or progression to anemia. Abdominal ultrasonography was performed to monitor the size of the hematoma and there was no significant change in the surrounding subcapsular hematoma. The abdominal pain gradually subsided and completely diminished on the fifth day. The patient was discharged on day six of hospitalization. Two months later, the patient underwent follow-up CT at the previous hospital, and the images showed that the splenic subcapsular hematoma had decreased in size. The patient has not reported any aes since his discharge. ¿type of adverse events¿ abdominal pain splenic hematoma